Event description:
It was reported orbital atherectomy was being performed on a heavily calcified, 85% stenosed anterior tibial artery (at). After five treatments, the viperwire guide wire kinked and fractured. There was no indication how the fracture occurred. It was indicated there was no separation with the viperwire and it was removed from the patient in one piece. The lesion was very calcified and led to difficulty wiring and delivering devices. There were no patient complications as a result of the event. The patient was in stable condition.

Manufacturer narrative:
A visual inspection and dimensional analysis was performed on the returned device. The reported material separation was not confirmed. The reported guide wire kinks were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire kinks appear to be related to circumstances of the procedure. The guide wire was returned with kinks located 124cm to 128cm, and 259cm to 268.5cm from the proximal end. There are no fractures observed. The proximal end of the spring tip is elongated, but intact. The cause of the damage is unknown. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: g3, h2, h3, h6 (codes 4775, 4118, 3233, and 11 no longer apply).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported orbital atherectomy was being performed on a heavily calcified, 85% stenosed anterior tibial artery (at). After five treatments, the viperwire guide wire kinked and fractured. There was no indication how the fracture occurred. It was indicated there was no separation with the viperwire and it was removed from the patient in one piece. The lesion was very calcified and led to difficulty wiring and delivering devices. There were no patient complications as a result of the event. The patient was in stable condition.